Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the reported lot expired on (B)(6) 2023. Root cause: expired product used. Source: phone.

Event description:
Customer reporting a false positive sars result when using a test kit that expired (B)(6) 2023. Customer was asymptomatic but had been in close contact with a sars positive person. Customer states the result was negative using a different brand otc antigen kit.